Manufacturer narrative:
Acronym pek was incorrectly identified in the initial MDR report. The clinic reported that a laser vision correction patient presented with stage 2+ punctuate epithelial keratitis (pek) centrally and across flap in the right eye approximately two weeks post treatment. Device available for evaluation: yes. : additional report source: user facility. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with stage 2+ punctate epithelial keratitis (pek) centrally and across flap in the right eye approximately two weeks post treatment. Dryness was noted in the right eye. The patient was advised to increase artificial tears use and add liquigel every night. The patient experienced loss of best corrected visual acuity (bcva) of 2 lines, from 20/20 to 20/30 post-operatively. In addition, the patient complained that the vision in the right eye was great initially post-operatively but was getting blurry. No further information has been provided.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with stage 2+ punctuate epithelial keratitis (pek) centrally and across flap in the right eye approximately two weeks post treatment.